Event description:
Surgeon was inserting a matrixmidface screw into a patient and the head of the screw broke. The surgeon removed the head of the screw and left the shaft implanted in the patient.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.